Event description:
It was reported that pump declared altitude alarm it was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.